Event description:
Caller alleged imprecision with inratio meter. Pt got 5.5 inr on meter last week and had held coumadin for 2 days and started again on coumadin last weekend and read 2.9 inr on monday with the meter. Pt also got errors (nes and qc2h) during testing.

Manufacturer narrative:
On one pt, caller obtained error nes and then two qc2h errors on same day. Possible strip exposure to environmental conditions - per caller, strips are in car when visiting pt at their homes and it has been humid and hot. Materials are taken back into the office after testing. The values of 5.5 and 2.9 were not evaluated for precision because the tests were performed on different days. If the time elapsed exceeds 3 hours there is a high possibility that the discrepancies are due to changes in the status of the pt. Products associated to the complaint were not returned. Discrepancy could not be established. Normal donor test resulted in qc error. End-user reported strips stored in hot and humid environment. The environment adversely may affect or influence device use. Later tests did not find test errors. Further action is not required at this time. Trending and tracking will be performed in review for strip lot#213040a. No corrective action is required as no product deficiency was established.